Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly the customer¿s blood glucose (bg) was in the high 400s mg/dl with high ketones. Reportedly on (B)(6) 2025 the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2025. System check was performed by tandem technical support and the pump is functioning as intended. Ultimately, the customer reverted to an alternate method of insulin delivery.